Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion and a lead impedance of less than 100 ohms. The atrial bipolar lead was reprogrammed to the unipolar mode. Follow-up one month later indicates that the battery voltage has returned to normal and the atrial lead impedance is 1200 ohms. The ipg is programmed to the bipolar mode in the ventricle and unipolar in the atrium.